Manufacturer narrative:
Investigation results were made available. Investigation and conclusion: - harm: no patient, user, or other stakeholder harm. - hazard: instrument breaks, diverges or becomes damaged and non-functional during surgical procedure. - no relevant medical data has been received. - no further "due diligence" required as all required information to support the conclusion is available or was already requested. - no product was returned; therefore, visual and dimensional evaluation could not be performed. - the product is intended for treatment. It was reported that during an initial surgery on (B)(6) 2021 the drill bit was fractured. No product was returned, hence visual and dimensional evaluation could not be performed; therefore, the condition of the part(s) is unknown. Based on the investigation the reported event cannot be confirmed. The device was manufactured in 2012. That means it is on the market for around 9 years. Review of DHR, raw material certificates or sterilization certificates did / did not identify a non-conformance. Due to significant lack of information a detailed investigation could not be performed, nevertheless based on the given information there is no indication of a nonconformance or complaint out of box (coob). The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
No event update. Investigation results are now available.

Manufacturer narrative:
This product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet (B)(4) manufactures a similar device that is cleared or distributed in the united states. Concomitant medical products: flexible shaft; catalog#: 75.11.00-05; lot#: 08345875. Flexible shaft; catalog#: 75.11.00-05; lot#: 4502328864. Therapy date: unknown . The manufacturer received other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
During an initial surgery it was reported that the drill bit fractured. The surgery was completed using another drill bit. There was no surgical delay. Note: the implantation and explantation dates are left empty as the device involved in this complaint is an instrument. Hence, no expiration date is captured, for the same reason.